Event description:
A non-healthcare professional reported that the error code was displayed at an unknown timing of the surgery. The procedure details were unknown. There was no reported information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).